Event description:
It was reported that concentration was changed in the pump, but not in the programmer and no bridge bolus was programmed. The adjusted priming bolus was calculated based on 25.5 hrs elapsed; calculated 0.247 ml priming bolus over 59 hrs 18 minutes. No patient information was available. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.